Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the routine follow-up of the device involved in this report, a message was displayed to inform the user that a low impedance was measured automatically at 2 different dates of the follow-up period. Tests performed during follow-up and other follow-up data show no anomaly. A recommendation is requested for next follow-up.